Event description:
It was reported that an alert message for morphology template update was observed. Programming options were made and upon device interrogation, morphology template displayed as not active. The next day the morphology template update was performed and was successful. Patient did not have any adverse effects.

Manufacturer narrative:
.